Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the reported event was likely procedure rather than device related.

Event description:
It was reported to nevro that a patient experienced difficulty with wound healing at the lead incision site. The patient was admitted to the ER and the site was drained, flushed and resutured. The patient was given oral antibiotics as precautionary measure and was discharged. Subsequent follow up indicated that the incision site was not healing. The physician decided to explant the lead. He retained the ipg and placed it in stock mode until the patient is fully recovered and is cleared for the lead reimplantation. There is no report of further complication.